Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer resumed insulin delivery successfully. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
Additional information was received on october 30th, 2022: the pump shutdown due to customer not charging the pump. With the inclusion of the additional information received, the alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.